Event description:
Received a report from a consumer indicating pieces of a tampon pledget separated and remained behind during removal of a tampon. Reporter advised the piece(s) expelled on their own accord within several days. No injury reported.

Manufacturer narrative:
We have requested and await consumer's return of product for eval and date code info for investigation.